Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: device available for evaluation?, device evaluated by MFR?. (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, functional testing, clear passage testing, and underwater pressure testing were performed with no issues noted. The reported condition was not verified. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.